Event description:
It was reported that customer observed air bubbles or gaps in tandem mobi cartridge during loading and filling, described as soap bubble in size, while currently using the product. There was no adverse impact to the customer's blood glucose level. Customer used room temperature insulin, followed recommended steps to remove air with fill rod, confirmed that bubbles no longer existed after priming with the fill tubing feature, and resumed insulin therapy after understanding guidance provided.